Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. It was reported on 25 july 2024 that the patient attended a routine follow-up computed tomography scan and a type ib endoleak was identified. Reintervention is scheduled for (B)(6) 2024. The patient is stable. Reintervention was completed on 22 august 2024. The type ib endoleak was successfully resolved after coiling the left hypo and placing an afx limb stent graft extension in the left external artery. The patient recovered well per the doctor.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows type ib endoleak of the left common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 24mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the 75-month post procedure planning. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as recovering well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b2: outcomes attributed to ae - updated. B5: describe event or problem - additional. G3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024 that the patient attended a routine follow-up computed tomography scan and a type ib endoleak was identified. Reintervention is scheduled for (B)(6) 2024. The patient is stable.